Manufacturer narrative:
It is not known what role, if any, the lava ultimate restoration played in this reported event. Other factors, such as prior tooth history of decay or patient oral hygiene, may have contributed to the need for extraction.

Event description:
On (B)(6) 2016, a dentist reported that a (B)(6) female patient required extraction of tooth #19. This tooth had a prior history of a restoration with decay beneath it on the entire occlusal surface. A lava ultimate cad/cam restorative for e4d crown was seated on the tooth on (B)(6) 2013, following a core build-up procedure. On (B)(6) 2015, it was reported that the tooth was extracted because the crown was loose and decay beneath it resulted in a non-restorable tooth. No patient treatment information was made available to 3m for the time period between crown seating and tooth extraction.